Event description:
It was reported that the patient presented in clinic. It was found via diagnostic imaging that the patient¿s right atrial (ra) lead was dislodged. During ra lead revision, it was noted that the lead continued to dislodge. The ra lead was explanted and successfully replaced. The patient was stable.